Event description:
Bovie cord sparked and exploded while in use in operating room during patient surgery. Patient not harmed, staff not harmed, but very high potential for catastrophic or fire, only prevented by quick reaction of astute staff and all fire prevention measures in place.